Event description:
It was reported that the patient heard a pop sound but was unaware of where the sound came from, and later felt a patient vibratory alert from the device. The device exhibited a capacitor maintenance timeout. The device was explanted and replaced. The patient was stable prior to, during, and post-procedure.